Event description:
It was reported that during the follow up, the rod had slipped out of the tulip head of the screw. The locking cap is still in the screw head, but the rod is no longer engaged into the tulip head. The patient has not come back to the or for surgery. The surgeon is monitoring the patient. No adverse health consequences has been reported.

Manufacturer narrative:
Method: risk assessment; x-rays analysis. Results: the reported event was confirmed via correspondence with the sales rep and surgeon, along with x ray review. Visual, dimensional and functional analysis could not be performed as the device was not returned. It remains implanted. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the most likely root cause is the rod was not properly seated in the tulip head which led to loosening.

Event description:
It was reported that during the follow up, the rod had slipped out of the tulip head of the screw. The locking cap is still in the screw head, but the rod is no longer engaged into the tulip head. The patient has not come back to the operating room for surgery. The surgeon is monitoring the patient. No adverse health consequences has been reported.